Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns. Guide cath: profit al2 6f. The device was returned for evaluation. The reported leak was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the 99% stenosed mid left anterior descending artery. No predilatation was performed prior to crossing a 2.5x15 mm xience prime stent delivery system (sds) to the lesion. During sds inflation, the pressure would not increase at all, and blood was observed coming into the inflation lumen of the catheter. The sds was removed from the patient without issue. A non-abbott stent was deployed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. No additional information was provided.